Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the core universal driver continued to run when the trigger was no longer activated. No further information was available from the customer.

Event description:
It was reported that the core universal driver continued to run when the trigger was no longer activated. No further information was available from the customer.

Manufacturer narrative:
Per visual inspection the potted trigger assembly had corroded sockets.